Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient had an office visit for incontinence. The patient underwent a coapitite injection, return of some sui around 2008, she only has urinary frequency when she takes hctz. Past medical and surgical history: 2003- hysterectomy, sling coaptite injection and sui.